Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that he was unable to do manual prime because he could not push insulin through with the plunger but was able to with the insulin pump. The customer stated that the issue occurred with the last two sets used. Troubleshooting was not performed. Blood glucose value was 120 mg/dl. The infusion sets and reservoirs were replaced but the product will not be returned for analysis.